Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). The lot was manufactured from september 30, 2020 - october 1, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor failed to release medication during patient infusion. The device had been filled with cefazolin 4000mg in sodium chloride 0.9% to a total fill volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.